Manufacturer narrative:
Additional information was provided in a.2., a.3., d.10., h.3., h.6. And h.10. Evaluation summary: the lens was returned wrapped in surgical gauzes. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is cut in half, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. All product and batch history records are quality reviewed prior to product release. The customer indicated the use of an unspecified cartridge, with a handpiece, and a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged for a clinical reason of an "different diopter size needed". The iol was exchanged for the same model with a 1.5 diopters difference of power approximately one month after the initial implantation procedure. Additional information was provided indicating that in the surgeon's opinion the cause of the event was "wrong diopter". The patient's issues have resolved. The prognosis is good.